Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The product was not returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the balloon was taken to the desired location with a guide, y device inserted in the hub of the balloon for insufflation, injected 2ml of saline and contrast through a syringe, but there was no insufflation. The solution leaked from the distal tip of the catheter. Additional information provided by the customer indicated that the device was prepped as per the dfu. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the splenic artery aneurysm embolization, the balloon catheter (subject device) inflation was performed at the target site but it did not inflate smoothly. Physician observed that the diluted contrast agent was leaking from its tip when it was inside the patient's body. Patient's anatomy was little tortuous. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the balloon catheter was noted to be flat/crushed 3cm from the distal end. The balloon was noted to be damaged (stretched) . A tear was noted at 0.5cm from the distal end. During functional testing, the balloon catheter was flushed and a demonstration guidewire was advanced to the distal tip without issue. An attempt was made to inflate the balloon unsuccessfully, the catheter leaked from the tear at 0.5cm from the distal end. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the transform balloon taken to the desired location with a guide, y device inserted in the hub of the balloon for insufflation, injected 2ml of saline and contrast through a syringe, but there was no insufflation. The solution leaked from the distal tip of the catheter. Additional information provided by the customer indicated that the device was prepped as per the dfu. The device was returned and an attempt was made to inflate the balloon but was unsuccessful. The catheter leaked from the tear 0.5cm from the distal end. The catheter shaft was kinked 8.7cm from the distal end which may have contributed to the difficulty experienced inflating the transform balloon catheter and the subsequent leak. The as reported and as analyzed balloon failed to inflate and balloon catheter shaft leaked during use in addition to the as analyzed balloon catheter flat/crushed, balloon damaged, balloon catheter damaged will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that during the splenic artery aneurysm embolization, the balloon catheter (subject device) inflation was performed at the target site but it did not inflate smoothly. Physician observed that the diluted contrast agent was leaking from its tip when it was inside the patient's body. Patient's anatomy was little tortuous. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the splenic artery aneurysm embolization, the balloon catheter (subject device) inflation was performed at the target site but it did not inflate smoothly. Physician observed that the diluted contrast agent was leaking from its tip when it was inside the patient's body. Patient's anatomy was little tortuous. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.